Event description:
The customer's father reported that his daughter ate about an hour after the pod was activated. When they checked her blood glucose it was 400 mg/dl. They immediately removed the device and noticed that the cannula had never deployed. They heard the clicking of the needle mechanism firing but she never felt the cannula insert.

Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the reported failure of the cannula to deploy or to determined its root cause. The omnipod user guide warns "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result," and "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl" it advises "to avoid hyperglycemia (high blood glucose) check your blood glucose at least 4-6 times a day (when you wake up, before each meal, and before going to bed)." Qualification records were reviewed and the product lot met all acceptance criteria.